Manufacturer narrative:
Reference number (B)(4). The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. A bezoar is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2021 a patient in the netherlands underwent a procedure for the placement of percutaneous endoscopic gastro-jejunal (peg-j) tubes. On (B)(6) 2024 it was reported that the patient was diagnosed with a bezoar.